Event description:
The MFR received info alleging a pt's heart rate increased as blood oxygen saturation decreased while on a ventilator. The pt was placed on another device. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.